Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. It¿s unknown if there was a delay in the start of precleaning. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. It¿s unknown if the customer flushed the air/water nozzle with water. It¿s unknown if the endoscope was immersed in the detergent solution. It¿s unknown if the external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. It¿s unknown if the air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the customers¿ initial report of air/water leak could not be confirmed. Assorted scratches and chips were noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during maintenance inspection evis lucera elite colonovideoscope was found to have an air/water leak. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, foreign material was in the nozzle. This report is being submitted for the reportable malfunction found during the device evaluation.